Manufacturer narrative:
Updated information: g4, g7, h2 and h10. Additional information from the customer indicated that the issue occurred during preventive maintenance. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the vela ventilator experienced the transducer fault that cannot be cleared. The customer confirmed that there was no patient involvement associated with the reported event.